Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: test result date:2024/2/26. Sampling from: distal end. Cfu: no detection. Bacterial identification:no detection. Sampling from: biopsy /suction channel. Cfu:negative. Bacterial identification:no detection. Sampling from: air-water channel. Cfu:negative. Bacterial identification:no detection. Sampling from: auxiliary channel. Cfu:negative. Bacterial identification:no detection. The device was evaluated and no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The legal manufacture reviewed the customer provided cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The hygiene microbiological investigation report indicated the channels of the scope were cultured and there were no findings. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. Related patient identifier: (B)(6).